Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest. The patient's death was reportedly cardiac related. The patient's son-in-law and paramedics reportedly attempted resuscitation. Review of the download data indicates that the patient entered sinus tachycardia at 110bpm that degraded to vt at 250bpm and further degraded to vf. The patient was in vt/vf for approximately 23 minute and 49 seconds. CPR and motion artifact were evident on the patient's ECG recording for approximately one half hour during this time which precluded the lifevest detection of vt/vf. The device was shutdown and the patient passed away.